Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A surgical technician reported that during an intraocular lens (iol) implant procedure it was noted that the lens was scratched after it was implanted. The lens was removed during the initial procedure through an enlarged incision. Additional information was provided by a nurse that the event was resolved.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated a qualified cartridge was used with a non-qualified viscoelastic. This combination is only qualified for use with two other viscoelastics. Product history records were reviewed for the cartridge and all documents indicate the product met release criteria. The root cause may be related to a failure to follow the dfu. The account used non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. (B)(4).